Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. The customer declined follow up from tandem technical support on the reported issue, and no further information was able to be obtained. There was no reported adverse impact on customer's blood glucose level.